Manufacturer narrative:
H3: product analysis of part # 5584111, lot # rs14m016 - visual inspection confirmed the entire torx tip of instrument has been sheared off and the attachment pin to the internal bushing has broken, consistent with interface during usage. Optical examination of the fracture surface revealed a flat fracture surface and circular material flow. The damage to the driver is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a manufacturer representative regarding an instrument used for spinal therapy. It was reported that the tip of the driver was discovered broken upon maintenance. There was no patient involved at the time of event.